Manufacturer narrative:
The lot history record review was not possible as the lot number was not reported.the device will not be returned for analysis as the pipeline was implanted in the patient and the broken distal wire remains in the patient secured against the vessel wall by the implanted pipeline; therefore, the event cause could not be determined.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Information received from the article: lylyk p, miranda c, ceratto r. Curative endovascular reconstruction of cerebral aneurysms with the pipeline embolization device: the buenos aires experience. Neurosurgery. 2009: 64:632¿643. A study was conducted with a series of 53 patients. All the patients were harboring large and giant wide-necked, non-saccular, and recurrent intracranial aneurysms. The patients were given dual antiplatelet therapy prior to the procedures and continued to take both for at least six months after the procedures. No major complications (stroke or death) occurred during the study. In one procedure, the distal tip of the pipeline delivery wire became engaged in the deployed pipeline and fractured. The fractured distal aspect of the wire was secured into a stable position against the vessel wall by the deployed pipeline. This complication did not result in a clinically evident complication. This event is from the same article as MDR# 2029214-2014-00782.